Manufacturer narrative:
Unique identifiers were not provided in order to conduct a comprehensive records re-review. If additional information becomes available, a follow up report will be submitted.

Event description:
Rti surgical, inc (rti) and tutogen medical gmbh (tmi), a wholly subsidiary of rti, received a complaint on (B)(6) 2021. An adverse event was reported through a post market survey for tutomesh® for hernia repair application via qualtrics survey software. The doctor indicated that in his 5 years of experience using the product for this application (20+ cases/year and 60% of procedures performed laparoscopic), the product has met his expectations. He indicated that he has experienced slow resorption of the tutomesh graft. To date, no additional information has been received.